Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: mdr328079; mdr328083; mdr328085. Concomitant medical products: item number 51-106180 item name tprlc 133 mp type1 pps so 18.0 lot number: 6185849; item number 010000749 item name g7 neutral arcomxl lnr 40mm h lot number 6139276; item number s331140 item name selex/magnum mod hd 40mm+3 lot number 724250. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Event description:
It was reported that 10 months after a left total arthroplasty, the patient was revised due to groin pain, loosening and migration of the acetabular cup. The head, liner, shell and screws were all placed without complication. The stem was stable and remained intact. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records provided and reviewed by a health care professional. A review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.